Event description:
The customer reported that the heartstart mrx was unable to acquire EKG due to consistent lead on/leads off messages during use. There is no indication of negative pt impact.

Manufacturer narrative:
(B)(4).